Manufacturer narrative:
(B)(4). Results of investigation: carefusion was able to verify the customer's reported issue during testing and evaluation. The service technician removed the upper housing cover and noticed a strong burnt odor coming from the hybrid board. Visual inspection revealed components of the hybrid board were burnt. Carefusion replaced the hybrid board to address the reported issue.

Event description:
It was reported to carefusion that the ventilator was connected to the dc charger and the crew heard a loud pop and the digital lights started lighting up. The ventilator then started beeping. The ventilator was immediately disconnected from the power source and the battery was removed. There was a very strong electrical smell coming from the ventilator and the lights on the bottom of the ventilator remained lite for approximately 2 hours with no battery or power source.